Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was 83 mg/dl at the time of incident. Customer stated that the insulin pump menu button was unresponsive. Customer reported that the insulin pump numbers ramp up. Customer confirmed that the insulin pump was not exposed to a change in altitude. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Pump passed the self test and displacement test. All buttons functioning properly. No damage in the keypad assembly and the keypad connector on the electrical board was locked properly during visual inspection. Pump programmed with multiple blood glucose in the bolus wizard feature and the blood glucose entered properly.